Manufacturer narrative:
(B)(4).

Event description:
It was reported the device registered an alert for increased atrial impedance. Inappropriate auto mode switching episodes were also observed due to lead noise. Non-sustained oversensing episodes were observed due to far-field p-wave oversensing on the ventricular channel. It is possible the cause of the poor impedance measurement was from a header failure. There is suspicion of possible lead damage on both leads. Turning off the low frequency attenuation filter was recommended to resolve the far p-wave oversensing. Replacing the atrial lead was recommended. The patient will be monitored and have the patient visit for a follow-up. No further information is available.